Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the numbers on the screen kept scrolling when trying to deliver a bolus and the insulin pump alarmed button error. It was stated that the customer had received 4 button error alarms. They confirmed that the device was exposed to moisture. Customer's blood glucose value was 11 mmol/l. The insulin pump would be replaced and it was agreed to return the product for analysis.